Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the supera peripheral stent system instructions for use (IFU) as a known patient effect that may be associated with use of the device. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other supera is being filed under a separate medwatch MFR number.

Event description:
It was reported that two supera stent implants were deployed in the superficial femoral artery (sfa) on an unspecified date many years ago. The sfa also has other non-abbott stents. Restenosis was noted in multiple stents, including the 2 supera stents during routine follow-up on (B)(6) 2014. The patient was not symptomatic due to the restenosis. The restenosis was treated with balloon angioplasty using a non-abbott drug-eluting balloon dilatation catheter. There was no additional information provided.